Event description:
The olympus, model cv-190, evis exera iii video system center was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, it was determined the video connector socket failed and the image produced was intermittently present due to printed circuit board failure. This report is submitted due to the findings of connector socket failure and intermittent image, both identified during in-house service of the device. As the problems were found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the image was present intermittently due to a printed circuit board failure. In addition, video connector socket failure was found. Additional evaluation findings are as follows: top cover poor appearance; foot poor appearance; front panel poor appearance. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board and video connector socket could not be identified. However, it¿s likely the cause of the faulty video connector socket is related to a faulty receptacle board. Olympus will continue to monitor field performance for this device.